Event description:
It was reported by the nurse that the device was not forming the staples well and the patient was bleeding. There is no specific product code known at this time. The customer requested contact information for the sales representative to return the device. The device was not on the tissue. Contact information was discussed for the sales representative. The customer was asked to return the call at the end of the case to supply additional information for the complaint about the device. There is no additional information available at this time.

Manufacturer narrative:
(B)(4) = cartridge. Additional information was requested and the following was obtained: ple60a with two different lot numbers used during sleeve gastrectomy: #l4ex5v and #l4ev3t. The device jammed twice during the procedure. The following information was requested, but unavailable: what was the product code for the complaint device? Do you have a lot/batch number for the device? Were two devices involved in the procedure on (B)(6)? If the 2nd device was part of a different procedure, was the other complaint reported? What color cartridge was being used? What type of procedure was being performed? How much bleeding was noted? Was a blood transfusion required? Was there any patient consequence or change in the post-operative care for the patient as a result? The analysis found that the ple60a device was received in good visual condition and with two ecr60g cartridge reload present. Cartridge (b) ecr60g, l52r28 was received unfired and loaded in the device. Cartridge (c) ecr60g, l52c3c was received fully fired and with damage on cartridge deck. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No unusual noises were heard during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.